Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that approximately 11 months post filter deployment, the patient allegedly had a failed attempt to remove the ivc filter and was diagnosed with dvt. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b5, d4(expiry date: 07/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with unable to take anticoagulants. Approximately eleven months post filter deployment, it was alleged that the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months later, the patient was presented for filter removal. Access was gained via right internal jugular vein. A 5 french sheath was inserted over a wire and a pigtail catheter was advanced into the inferior vena cava. Multiple attempts using multiple catheters and wires including mpb, mpa were performed without success to advance below the inferior vena cava filter. A collateral vein in the right paraspinal region was identified and accessed. Venogram from that location demonstrated occlusion of the inferior vena cava below the filter. Venogram at the level of the vocal the filter demonstrated patency of the suprarenal and renal segment of the inferior vena cava. Therefore, the investigation is confirmed for alleged retrieval difficulties.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. D4: (expiry date: 07/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with unable to take anticoagulants. Approximately eleven months post filter deployment, it was alleged that the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.